Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide assembly. Visual inspection was performed and the distal j-tip was found to be out of position, indicating that undue force was used. The length and outer diameter of the spring-wire guide were measured and were within specification. A manual tug test was performed to confirm both welds were intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product provides suggested techniques and guidelines for the use of the product. The IFU cautions against withdrawing the spring-wire guide against the introducer needle bevel as this could sever or damage the spring-wire guide. The IFU states that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire guide may be kinked about the catheter tip within the vessel. In this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-guide wire again. If resistance is again encountered remove the spring-wire guide and catheter simultaneously. Other remarks: the customer reported issue of the guide wire being difficult to advance in the patient was confirmed during the sample investigation. Visual inspection was performed and the distal j-tip was found to be out of position, indicating that undue force was used. Dimensional inspection was performed and no issues were identified. A DHR review was performed and no relevant findings were identified. Based on the condition of the returned sample the probable cause is operational context.

Event description:
The customer reports during insertion of guidewire, resistance was encountered so that md was unable to position the guidewire in the right spot. He tried several times following IFU. However, it did not work. Therefore, the md opened a new set and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates a kink in the swg (spring wire guide).

Event description:
The customer reports during insertion of guidewire, resistance was encountered so that md was unable to position the guidewire in the right spot. He tried several times following IFU. However, it did not work. Therefore, the md opened a new set and the procedure was completed successfully.